Manufacturer narrative:
Updated to reflect the screw fractured at the shaft. (Device code grid has been updated from 'material separation' to 'fracture'. Upon visual inspection it was observed that the fracture occurred on the shank, immediately below the ball feature. The fracture surface is smooth. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. Additional information was received upon correspondence with rep. It was stated that the patient had hard bone, and the resistance increased as the screw was driven in. The bone was prepped as intended using a drill and 4.0mm tap. The angle of insertion was not reported to be difficult. From the information provided, it is likely that the implant fractured due to patient factors. Inserting a screw into harder than normal bone can place compound forces at the shaft, which can lead to fracture.

Event description:
It was reported that during intra-operative screw insertion into the t1 pedicle a yukon polyaxial screw fractured at the shaft. The screw shaft could not be removed and remains at that level. There were no adverse consequences to the patient. The procedure was completed successfully with a 5-10 minute surgical delay by bypassing that level and proceeding on with the construct.

Event description:
It was reported that during intra-operative screw insertion into the t1 pedicle a yukon polyaxial screw tulip disengaged from the screw shaft. The screw shaft could not be removed and remains at that level. There were no adverse consequences to the patient. The procedure was completed successfully with a 5-10 minute surgical delay by bypassing that level and proceeding on with the construct.